Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited zero ohms shocking lead impedance measurement. Additional information received from the field representative indicated that the shocking lead impedance measurements were checked and were within normal range. There were no commanded shocks nor x-ray/fluoroscopy performed. The patient had an operation which coincides with the date of the zero ohms shocking lead impedance measurement. This patient was being monitored. The device and rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). All available information indicates that the lead remains in service. There is no additional information available. If additional information becomes available this report will be updated.